Manufacturer narrative:
(B)(4). Analysis description: final analysis found an internal insulation abrasion at 4.7 cm to 5.0 cm from the distal tip. The lead exhibited normal characteristics during electrical testing.

Event description:
It was reported that during an unrelated procedure, an insulation abrasion on the left ventricular lead was seen with fluoroscopy. The lead was explanted and replaced. The patient was stable.